Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported a decrease in hearing quality over the last weeks/ months. In the last two weeks, the patient was experiencing intermittent sound.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that the device failed most likely due to damage of the reference electrode. The pattern of damage seems typical for having been caused by continuous movements on the reference electrode over time. In addition, the device is likely at an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The recipient reported a decrease in hearing quality with the device over some weeks/months at the beginning of 2017. In (B)(6) 2017, the user was experiencing intermittent sound. The recipient has been re-implanted with a new device.